Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump will power on but cursor will just "jump around" on verification screen. The patient stated they went swimming this weekend and now pump will not power on and has moisture behind the display. The patient stated that they received low battery warning pressed ok to confirm then received call service but was unsure of the code. The patient denied damage to the pump or battery cap. The yellow o-ring was not visible when swimming. There is no reported adverse event with this complaint. This report is made based on the allegation of the tactile changes with moisture issue.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/20/2013 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. There was visible moisture under the display. During investigation, the keypad buttons' unresponsiveness could not be tested due to the inability to power on the pump. During evaluation, the keypad cover was removed and there was evidence of contamination found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed a crack near the battery compartment threads. During testing, the pump failed the leak test. The pump case was removed and internal moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.